Manufacturer narrative:
The initial medwatch report was submitted in error. The device (power adapter) is not marketed in the united states by the manufacturer and is not same/similar to a device marketed in the united states by the manufacturer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the power charger would not charge the pump. No impact to the customer's blood glucose. Customer reverted to an alternate power charger to charge the pump.